Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. "The heartware hvad instructions for use advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. The IFU instructs, "do not disconnect the driveline or power sources from the controller while cleaning it or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump." A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of two reports (3007042319-2015-04057 and 3007042319-2015-04058) submitted for devices related to the same event.

Event description:
It was reported that the patient called from home stating that he had experienced "electrical fault" alarms from the rvad. He was instructed to come to the hospital. Log files were analyzed by the site which revealed multiple "electrical fault" alarms and "phase open on front c and front b." The patient was subsequently admitted for driveline connector cleaning. Two rounds of cleaning, lasting less than 30 seconds each, were required to remove the contamination. The patient tolerated the procedure without issue. There were no further issues reported since the cleaning. Investigation is ongoing. This is report 2 of 2.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This report is one of two reports (3007042319-2015-04057 and 3007042319-2015-04058) submitted for devices related to the same event.